Manufacturer narrative:
Adc customer service has made multiple attempts to contact the customer to obtain information with regards to the reported medical event and also to replace the product and request its return. A follow-up report will be submitted once additional information is obtained. The manufacture date for strip lot # 45682 is 03/09/10. Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30c during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the c, d or e zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action per 21cfr806 (field action reference number 2954323-12/22/10-001-r). All affected consignees were notified by letter beginning december 22, 2010.

Event description:
On (B)(6) 2011, abbott diabetes care received a letter from the FDA informing manufacturer of the adc customer complaint received via FDA's medwatch program (B)(4). The customer reportedly sustained an injury with a life-threatening outcome on (B)(6) 2010 as a result of using affected precision xtra blood glucose test strips. There was no report of death or permanent impairment associated with this medical event.